Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The experienced senior surgeon have his 3. Rodbreake - further info will come.

Manufacturer narrative:
(B)(4). One (1) viper2 straight cocr 480 mm rod [product code: 1967-89-480] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the rod fractured in half. The fracture analysis report indicated that the fractured surface exhibited two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of a fatigue failure. This implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the rod breaking cannot be positively determined. However, the fracture analysis report indicated that the fractured surface exhibited two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of a fatigue failure. This implies that the fracture first propagated and then full failure/breakage took place presumably when the strength of the remaining region did not have the strength to bear the load. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.